Event description:
It was reported that a patient underwent a bilateral inguinal hernial repair procedure on (B)(6) 2010 via a laparoscopic transabdominal preperitoneal approach to repair a right indirect and left direct hernia and mesh was used. Post-operatively, on the same day of surgery, the patient developed a small seroma in the left groin. The surgeon evacuated the seroma by needle aspiration on (B)(6) 2010 and 28cc were removed. On (B)(6) 2010, the surgeon again drained the seroma and 8cc were removed. The event is reported as resolved.

Manufacturer narrative:
(B)(4). (B)(4) seroma. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.